Event description:
It was reported that post-implant procedure, while in the hospital the patient had a ventricular tachycardia event. The implantable cardioverter defibrillator had recognized and treated the tachycardia, but the therapy was unsuccessful in converting the patient rhythm. The physician decided not to perform defibrillation threshold testing. On (B)(6) 2018, the device was successfully explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported field event of high voltage output for supra ventricular tachycardia was confirmed. A review of the stored electrograms in the device image showed that the shocks were a result of programmed settings. No anomalies were observed.